Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No motor error alarm noted. The motor was tested outside of the unit and passed. Device had cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to a low blood glucose of 43 mg/dl on (B)(6) 2020. The customer treated with carbohydrate intake and intravenous therapy. The customer did not mention any symptoms. The customer mentioned they had just done a set change leading up to the hospitalization. The customer also reported a crack on the lower left hand corner of the insulin pump. There was no physical damage to the insulin pump's reservoir lip ring. The insulin pump will be returned for analysis.